Manufacturer narrative:
(B)(4). Reports of disconnection of the bend relief from the sealed outflow graft have been addressed through the MFR's corrective/preventative action system, updated device labeling, an urgent medical device correction notice ((B)(4)) and a sealed outflow graft bend relief collar (sobr collar) used to secure the bend relief to the sealed outflow graft and increase the assembly's resistance to forces that would tend to dislodge the bend relief. This design modification was approved in a (B)(4) and has been implemented. No further info is available at this time. A supplemental report will be submitted when the MFR's investigation is completed.

Event description:
The pt was implanted with a left ventricular assist device (lvad). The MFR rec'd a user facility report from (B)(6) stating that x-ray images demonstrated a disconnection of the outflow graft attachment and the pt was taken to the operating room for a subxiphoid reconnection the sealed outflow bend relief and implantation of bend relief collar.